Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1 gm, discontinued, route, frequency and duration were not reported), amikacin injection (150 mg start dose, discontinued, route, frequency and duration were not reported) and reflin injection (500 mg each bag, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. It was reported that the patient's pd catheter was removed and the patient was switched to hemodialysis (twice a week). Recatheterization was planned for after one month. No additional information is available.